Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch had lost connection. Fse identified that the issue caused due to faulty charger. To resolve the issue fse replaced wireless footswitch battery and charger. Part analysis was completed and found that wireless footswitch connector was damaged. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and wireless base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction (z-2485-2023). The correction has been implemented and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch had lost connection. No harm has been reported to philips. Philips has started an investigation of this complaint.